Event description:
Boston scientific received information that the patient with this crt-d system (atrial port is plugged) had a device evaluation at a new clinic. Upon review of stored electrograms (egms), it was noted that approximately eighteen months ago there were two episodes that showed noise, oversensing and pacing inhibition that resulted in greater than two seconds of asystole. Boston scientific technical services (ts) reviewed the strips and suspect that the patient was having a procedure or had encountered electromagnetic interference (emi). No further events have been seen, and no adverse patient effects were reported.

Event description:
Additional information was obtained by the boston scientific field representative that the patient did have a procedure that involved cautery on the day the events were noted. The patient's device following physician (at that time) had documented that oversensing and noise were observed during the case. The patient did not recall any adverse effects from that time. At the patient's most recent appointment, no programming changes were made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.